Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the event was not reported. At the time of this report, the patient was recovered from the peritonitis. On an unreported date, the patient was discharged from the hospital. Action taken with pd therapy was not reported. No additional information is available.